Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, reported vibration and loud beep sound with the insulin pump. The customer was also reported that their smartguard bolus recommendation was not correct. The customer reported blood glucose value of 99 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884, unk_sensor, unomedical, mmt-332a. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for smartguard bolus delivery. Reviewed smartguard calculation process with customer. Advised the customer to monitor the product. Troubleshooting was performed for sound and vibration anomaly. Customer was assisted in setting sound option to sound & vibration. No further patient complications were reported. No product return is required for mmt-1884, unk_sensor, unomedical, mmt-332a.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Successfully downloaded history files and traces using thump software. The pump uploaded to carelink pro and generated summary reports without any errors. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged audio/vibrate anomaly not confirmed. Bolus stopped alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.